Event description:
The customer reported that the nibp(blood pressure) had repeated itself with eleven identical readings. The device was in clinical use at the time of the event. There was no reported impact to the patient.